Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast revision with a 350cc mentor memorygel, 700c gel breast implant experienced left-sided capsular contracture grade IV post procedure. The issue was confirmed in the office, and with ultrasound examinations. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3507004bc, sn#: (B)(4), r/ cat#: 3505504bc, sn#: (B)(4) on (B)(6) 2022.